Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on 04/02/2009 the patient underwent the following surgeries: l3-s1 bilateral laminectomy, partial medial facetectomy, foraminotomies of the l3, 14, l5 and s1 roots; l4-s1 posterior spinal fusion; l4-s1 posterior spinal instrumentation ; l4-s1 transforaminal lumbar interbody fusion, anterior and posterior fusion through a single posterior approach; cage l4-l5, l5-s1; local autograft bone, bone morphogenic protein to treat the following pre-op diagnosis: multi-level spinal stenosis l3-s1 with degenerative instability l4-l5, l5-s1. Op-notes: surgeon performed a tlif using a variety of curets and scrapers. A thorough clean out of the disk space was performed at l4-l5. Once this was done the disk space was sized. A cage was then gently impacted into position after placing bone into the anterior portion of the disk as well as bmp in the central portion of the cage. An excellent tight fit of the cage was achieved. The same thing at l5-s1, again performing an inferior facetectomy of l5 and a superior facetectomy of s1. This allowed the surgeons to perform the tlif with minimal gentle intermittent traction on the s1 roots. The. L5-s1 disk space was extremely tight and an 8 mm cage had an excellent fit. Again, bone was placed into the anterior portion of the disk space followed by the cage with bmp inside of it. Again, an excellent tight fit was achieved. Then the surgeons began the process of spinal instrumentation. Using anatomic landmarks and guided by visualization of the pedicles within the canal, pedicle screws were placed bilaterally at l4, l5 and s1. All the screws were properly positioned as confirmed by visualization, palpation and fluoroscopic imaging. The remainder of the local autograft bone was rolled into a burrito with the meticulously cleaned and morselized local autograft bone and bmp. This was placed over the decorticated elements. Two rods were placed, set screws engaged and tightened down to their final torque. Final radiographic visualization in the ap and the lateral planes demonstrated excellent position of the spine and of the implants. Satisfied with this then the surgeons placed a single cross link and tightened it down. Inspected the canal. There was no further evidence of neural compression. Prior to placement of bone graft the wound had been copiously irrigated with bacteriostatic saline. On (B)(6) 2009 the patient discharged from hospital. Patient alleges unspecified injury due to the use of rhbmp-2